Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
An endovenous laser procedure was performed in 2006, with no reported complications. Three weeks later, the pt was admitted to the emergency room and treated for deep-vein thrombosis. The thrombosis was lysed and was reported to have resolved. The relationship of this deep-vein thrombosis to the endovenous laser treatment has not been established.